Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads having the same lot number. It was reported one of the supra-orbital leads eroded through the skin surface. As a result, surgical intervention was undertaken on (B)(6) 2015 whereas the lead was buried deeper into the fascia thus resolving the issue.